Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level of 421 mg/dL. The cause of the high BG was unknown. Subsequently, the customer went to the emergency room and admitted to the intensive care unit. Customer was treated with intravenous fluids of saline, insulin, and potassium. The customer was released from the hospital on (b)(6)2026 with the issue resolved and no permanent damage. Reportedly, the pump supplies were changed to address the issue. Tandem Technical Support performed a pump system check and verified the pump functioned as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.